Manufacturer narrative:
The insulin pump was received with no button response on the esc and act button due to severe corrosion on lcd board. Displacement test wasn't performed due to the keypad anomaly. Moisture damage was noted on motor assembly, mother board, interface board, and radio frequency board. The device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the customer had jumped into the pool and forgot to take the device off. Customer's blood glucose was unknown. The device was fully submerged and fluids were noted under the lcd display. No cracks were noted on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.